Manufacturer narrative:
Batch review performed on 05 october 2020 lot 182673: 66 items manufactured and released on 16-aug-2018. Expiration date: 2023-07-29. No anomalies found related to the problem. To date, 38 items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 05 october 2020 anatomical shoulder system 04.01.0092 metal humeral head ø44 (k170910) lot. 1710136 lot 1710136: 53 items manufactured and released on 24-may-2018. Expiration date: 2023-05-14. No anomalies found related to the problem. To date, 40 items of the same lot have been already sold without any similar reported event. Anatomical shoulder system 04.01.0089 double eccenter (k170910) lot. 189741 lot 189741: 101 items manufactured and released on 13-mar-2019. Expiration date: 2024-03-03. No anomalies found related to the problem. To date, 94 items of the same lot have been already sold without any similar reported event. Anatomical shoulder system 04.01.0025 humeral anatomical metaphysis - cementless - 135° - 8 (k170910) lot. 1710036 lot 1710036: 80 items manufactured and released on 25-may-2018. Expiration date: 2023-05-13. No anomalies found related to the problem. To date, 40 items of the same lot have been already sold without any similar reported event. Anatomical shoulder system 04.01.0003 std humeral diaphysis - cementless - 8 (k170452) lot. 176936 lot 176936: 80 items manufactured and released on 30-nov-2017. Expiration date: 2022-11-09. No anomalies found related to the problem. To date, 66 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 year and 3 months after primary surgery, reporting pain and the cause of the pain is unknown. The surgeon revised all anatomic components to reverse components. The surgery was completed successfully.